Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up report will be submitted once the investigation is complete.

Event description:
The account alleges that while placing a nephrostomy tube, the guidewire (2cm piece) detached within the patient anatomy. The patient was transferred to the operating room and the foreign body was successfully removed. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was identified. Should the device be returned later, the investigation will be reopened.